Event description:
The customer reported air bubbles present in the donor line during a procedure on a rika device. Donor information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. The system responded appropriately to the air in the line and raised a 4305 alarm: fluid is not detected in donor line during blood prime. The operator pressed 'end run' on the alarm screen. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported air bubbles present in the donor line during a procedure on a rika device. Donor information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.